Manufacturer narrative:
(B)(4). (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient experienced a skin reaction that consisted of redness, pimples, and itching and burning sensations at the sensor patch adhesive on the arm. Prior to the event a barrier product (octanisept) was applied on 12/32/201 when the sensor was inserted. The barrier minimized the reaction. The patient's parent consulted a medical doctor (md) on 12/29/201, and the physician prescribed an oral antihistamine (clatra) and a topical steroid (afloderm). A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.